Manufacturer narrative:
The customer contacted the siemens technical support technician (tst) to report having issue with the immulite 2000 instrument. The customer provided quality controls (qc) data, and results were within range. The customer also confirmed that the operator had performed all routine maintenance ( daily, weekly and monthly) appropriately. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and replaced the sample and reagent probes and verified probe angle. The cse replaced the sample manifold and sample dual resolution dilutor (drd). The cse reconfigured the sample drd positions and ensured the dilution well and wash spinner speeds were correct. The cse checked the water and substrate pump dispense. The cse performed decontamination and ran preventive maintenance water test, which passed. The cse verified overall operation of the instrument. Then the customer ran qc and patient samples with no issues to verify the instrument was running as expected. The cause of the discordant, falsely low hcg result is unknown.the instrument is performing according to specifications. No further evaluation of the device is required. MDR 2247117-2017-00090 and MDR 2247117-2017-00102 were filed for the same event.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The patient was drawn two days earlier and tested at an offsite location using a different methodology, also resulting higher. The initial repeat result from the immulite 2000 instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.